Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous distal right coronary artery that is 75% stenosed. The 2.5x15mm trek balloon dilatation catheter was advanced to the lesion; however, during the first inflation the balloon ruptured at 8 atmospheres. Therefore, a non-abbott balloon was used to continue the procedure and a 2.5x38mm xience skypoint was implanted. A 2.5x15mm non-abbott balloon was used to preform post dilatation. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified and mildly tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.